Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of a laparoscopic choledocholithotomy, the surgeon held the gall bladder by hand and pressed the green button. The handle was squeezed to fire, but the surgeon was unable to squeeze the handle. The surgeon pulled the black return knob to release the device and then replaced it with a new one. With the same reload and a new handle, the surgeon was able to fire the device and complete the case. There was no patient injury.